Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device handle loaded fine but then as the handle was being passed to the surgeon the needle dropped out. The needle did not fall into the pt cavity. The case was not extended by more than 30 minutes and the procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).